Manufacturer narrative:
Additional narrative: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date, the patient underwent surgery treating the right femur with a tfna and cement. After surgery, on an unknown date, a secondary fracture occurred near the locking screw. On (B)(6) 2022, the revision surgery was performed. The locking screw was removed, and a plate and cable were used to correct the fracture. The revision surgery was completed successfully with no surgical delay. No further information is available. This report is for one (1) unk - screws: nail distal locking this is report 2 of 3 for (B)(4).